Manufacturer narrative:
On 27 april 2016 the (B)(4) project manager stated that the preliminary investigation could not be performed since they need to inspect the handle for determining the root cause. Batch review performed on 02 may 2016. Lot 1211529: (B)(4) items manufactured and released on 08 october 2012. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot. Amis broach handle code 01.15.10.0131 lot. 105316 (B)(4) items manufactured and released on 23 march 2010. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. Not yet received.

Event description:
During surgery while broaching femoral canal, starting with broach #5, the handle would dis-engage/slip off of the broach while trying to remove it from the patient. The surgeon broached with a #6 and a #7. The handle disengaged for each size broach. The surgeon tried using a second broach handle with the same issue. This caused a 10-15 minutes delay in the surgery. The surgeon eventually used a coker to remove the #7 broach. The surgery was completed successfully. X-rays are not available. Instrumentation is available.

Manufacturer narrative:
The broach handles were examined: the fixed pins were deformed: we noted burrs on the groove ø5. In order to simulate the issue, one broach was taken from the warehouse and it didn't fit well on the pins. The root cause might be the wear of the cylinders of the broaches used during the surgery - not returned for investigation - that might have generated a bad coupling with the handles . The analysis was performed on (B)(6) 2016 by the r&d project manager. On (B)(6) 2016, the quality control department performed a metrological analysis and confirmed as follows: the fixed axis of the handles have burrs on the radios 0.5 mm; the profiles are not conforming. On (B)(6) 2016 it was prepared a final report with the information reported in the initial report and here above. On the same day it was sent to the initial reported and the case was closed.